Manufacturer narrative:
No investigation results from the manufacturer have been received at the time of this report. A final notification has been sent to the supplier. In the event the evaluation results are received a follow up will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a fixture remover screw (frs18) could not engage the implant, it could not seat in the implant. Procedure was completed with a trephine.